Event description:
It was reported that a revision surgery was performed due to infection. Previous MDR was submitted for this case.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the devices that were implanted when this event occurred were not from smith and nephew, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that no information has been received at this time. This complaint will be closed until the documents have come in for review. At that time the complaint will be re-opened, investigated and assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.